Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred with multiple during a routine supply change. The user's blood glucose (bg) level was elevated to 549 mg/dl and was addressed by manual injection. It was confirmed that alternative therapy is available until replacement pump is received.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.